Event description:
A resolute integrity drug eluting stent was implanted in a patient to treat a lesion. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. No product malfunctions are reported. It is reported that stent thrombosis occurred 2 days after the implantation procedure, and that the patient died.

Manufacturer narrative:
Evaluation results: unknown (root cause not identified). Inherent risk of procedure (stent thrombosis, death). No results available since no evaluation performed (device or procedural images not returned). (Device not returned for evaluation). Evaluation conclusions: unknown (root cause not identified); unable to confirm complaint (device or procedural images not returned). Inherent risk of procedure (stent thrombosis, death). (B)(4).

Event description:
Additional details received: the resolute integrity drug eluting stent was implanted in a long lesion in the lad. The lesion had 71% stenosis, no calcification and was non-tortuous. The lesion was not pre-dilated. The stent was fully expanded after deployment. There was no evidence of vessel damage or thrombus at the site of deployment of the stent immediately after deployment. It is reported that stent thrombosis occurred within the resolute integrity 2 days after the implantation procedure. The physician performed a second pci but the patient died, despite resuscitation attempts. The patient was taking asa and clopidogrel at the time of the event. The patient was also taking oral antidiabetic medication, statins and ace. The physician believes that the death was related to the resolute integrity device.